Event description:
Customer reported the insulin pump kept alarming failed battery test every time she inserted a new battery. Customer also stated the battery compartment had a crack that goes in a bout a quarter of an inch. Customer did not recall blood glucose level. A motor error alarm was noted in the device history. Customer stated the alarm occurred in (B)(6) and she was able to clear it and continue use of the device. Troubleshooting for motor error, damage, and failed battery test was performed. Customer does not recall any previous significant event that may have caused the device to alarm. Customer does use the sensor feature. Customer was advised about false motor error alarms occurring, if customer tried to see the sensor glucose graph while bolusing. Customer was able to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occluson test, occlusion test, prime test, excessive no dleivery alarm test and the displacement test. However, the motor drive support was found slightly loose. The insulin pump had intermittent failed battery test alarm due to a faulty battery tube. The insulin pump functioned properly after unplugging and plugging in the battery tube connector into the interface board. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.